Event description:
A report was received that the patient had a non-device related fall and was experiencing stimulation in a non-target area. The patient underwent an explant procedure as the physician suspected malfunction of the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a non-device related fall and was experiencing stimulation in a non-target area. The patient underwent an explant procedure as the physician suspected malfunction of the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a non-device related fall and was experiencing stimulation in a non-target area. The patient underwent an explant procedure as the physician suspected malfunction of the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance test. The ipg exhibited normal device characteristics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the ipg could not be completed. A review of the ipg history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance test. Device evaluation indicated that the leads passed photographic imaging tests performed. Visual inspection revealed leads were cleanly cut from the proximal end. The distal end portions of the leads were not returned. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure.